Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm vt that occurred on a core unit (g9). No harm or injury occurred. This instance is related to a similar, previously reported issue during which this same cns did not alarm for 2 different vt alarms ((B)(4)). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: g9: model #: cu-192ra. Serial #: (B)(4). Device manufacturer data: 10/29/2019 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) did not alarm vt that occurred on a core unit (g9). No harm or injury occurred. This instance is related to a similar, previously reported issue during which this same cns did not alarm for 2 different vt alarms ((B)(4)).

Event description:
The customer reported that the central nurse's station (cns) did not alarm a vt that occurred on a core unit (g9). No harm or injury occurred.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm a vt that occurred on a core unit (g9). This instance is related to a similar, previously reported issue during which this same cns did not alarm for 2 different vt events. No patient harm was reported. Investigation summary: device logs were sent to nihon kohden corporation for analysis: <investigation contents and result details we analyzed the logs and confirmed that cu-192ra was using hiq-view in combination with the vital sign telemeter gz series. While using hiq-view, the alarm judgment of the parameters measured on the gz was performed on the gz including the arrhythmia alarm. In the expanded waveform, 6 consecutive vpcs could be confirmed. In the event list, vrhythm and vpcrun could be confirmed. According to the alarm settings, vtachy was 5 or more consecutive vpcs, and vpc run was 4 or more consecutive vpcs. Therefore, it seems that 6 consecutive vpcs were detected as 4 consecutive vpcs. Therefore, the first vpc may not have been detected as a qrs. As a result, it is presumed that the second vpc was not determined as a vpc because it was mistakenly recognized that the rr interval of the second vpc was extended. Since the shortening of the rr interval was recognized, the third vpc was judged as a vpc, and the fourth, fifth, and sixth vpcs were also judged as vpcs. <conclusion> we concluded that the cause was derived from the performance limitation of the analysis algorithm and confirmed the product was operating normally according to the specifications. There is no indication of device malfunction. A review of the service history for this cns shows this is an isolated incident with no recurrence history.